Event description:
An endurant ii stent graft system was implanted for the treatment of a 45 mm in diameter and 105 mm in length abdominal aortic aneurysm. The proximal neck was 21 x 22 mm in diameter. It was reported that a dsa (digital subtraction angiography) was carried out after the right main body was implanted followed by the left contra limb. A type 1a endoleak was observed at the left entry site of the aneurysm, touch up was made on the site. Then, an angiography was taken again and it showed that a small amount of leak remained. A type ii endoleak was also confirmed. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is fine. The physician commented that as it was a small aneurysm of 45mm with a minor leak, the physician decided to monitor the patient without planning further treatment at the moment. The physician stated this was a challenging case due to short and poor condition neck.

Manufacturer narrative:
(B)(4).